Manufacturer narrative:
Service was not dispatched for this event as the issue was identified and resolved by the customer. The customer was sent a replacement waste line and they installed it to repair the instrument. The instrument was returned into operation after completion of repairs. No erroneous results were generated and no failure mode was identified which has the potential to cause erroneous results the cause of the event was a broken waste line and use error.

Event description:
The customer reported that a waste line on a coulter lh 750 hematology analyzer had broken. The customer was collecting the waste, of approximately one liter in volume, in a bucket external to the machine so they could continue to operate the instrument. The bucket was seated on some cardboard boxes. The healthcare worker interfacing with the machine noticed that the waste collection bucket was overflowing and was about to fall over because the boxes supporting it were unstable due to liquid saturation. The healthcare worker reached from a distance to stabilize the bucket and was splashed in the face by the waste liquid. The healthcare worker was wearing gloves, gown and contact lenses, however was not wearing protective glasses. The healthcare worker did not get splashed in the eyes, any mucous membranes or any visible open wounds with the liquid. The healthcare worker washed their face with soap and water and was sent to the emergency room, where a tetanus shot was administered. No patient results were affected by this event. There was an exposure plan in place at the facility and the material safety data sheets were reviewed.